Event description:
A preop nurse reported that an IV was started and the gravity tubing was thought to be set at a low rate. The nurse returned to the bedside and found 900ml had infused prior to surgery (no time was interval provided). There was no report of pt harm or medical intervention. Customer stated that no further pt or event details are available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). Unable to determine the cause of the customer's reported leak. The customer stated the set has been discarded and is not available for failure investigation.